Manufacturer narrative:
Sections with additional information as of 26-mar-2020: d10: device available for evaluation date added. H6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Corrected sections as of 26-mar-2020: h10: most likely underlying root cause changed from "mlc-25: strip inserted backwards or upside-down" to "mlc-20: user's test strip had poor storage".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for test strip not absorbing blood sample. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination and increased thirst. Medical attention is not reported as a result. The product is not stored according to specification and it is stored in the bathroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/31/2020 (and 10/14/2020 using strip lot # mw3255s) and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.